Event description:
Report received of a pt becoming lethargic while the pump was in use. The pump was returned from clinical service after a pt experienced lethargy and was transferred to the ICU for observation. It was not known if there were any other medical interventions required. The pump was programmed in the pca mode with a drug concentration of 1mg/ml, pca dose 1mg every 15 minutes with a 4-hour lockout of 30mg. It was not known what medication was being delivered to the pt. No further info was available.